Event description:
Plaintiff reports initial bilateral implantation 6/20/79 with explant 4/1/95. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone.